Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced fallopian tube perforation ("fallopian tube perforation") and genital haemorrhage ("abnormal, heavy bleeding"). Approximately one year after the placement, essure was removed surgically and a hysterectomy was performed. Additional non-serious events have been reported. Genital haemorrhage and fallopian tube perforation are regarded as serious due to their medical significance and they are anticipated according to essure's reference safety information. Perforations of the uterus or the fallopian tube may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Fallopian tube perforation with essure may occur, most often during insertion. Considering the nature of this event, causality with the suspect insert cannot be excluded. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case it cannot be ruled out that the bleeding occurred as a symptom of the perforation. Nevertheless, since no further information was available, it was regarded as separate event and considering the compatible temporal relationship and the event's nature, causality of genital haemorrhage with essure cannot be excluded (related). This case was regarded as incident since device removal was required (intervention required). A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On 1(B)(6) 2014, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), fatigue ("fatigue"), rash ("rash"), depression ("depression") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (surgery to remove the essure and hysterectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the fallopian tube perforation, dysmenorrhoea, genital haemorrhage, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, fatigue, rash, depression and procedural pain outcome was unknown. The reporter considered fallopian tube perforation, dysmenorrhoea, genital haemorrhage, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, fatigue, rash, depression and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was full occlusion of tubes. Company causality comment: this spontaneous report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced fallopian tube perforation ("fallopian tube perforation") and genital haemorrhage ("abnormal, heavy bleeding"). Approximately one year after the placement, essure was removed surgically and a hysterectomy was performed. Additional non-serious events have been reported. Genital haemorrhage and fallopian tube perforation are regarded as serious due to their medical significance and they are anticipated according to essure's reference safety information. Perforations of the uterus or the fallopian tube may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Fallopian tube perforation with essure may occur, most often during insertion. Considering the nature of this event, causality with the suspect insert cannot be excluded. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case it cannot be ruled out that the bleeding occurred as a symptom of the perforation. Nevertheless, since no further information was available, it was regarded as separate event and considering the compatible temporal relationship and the event's nature, causality of genital haemorrhage with essure cannot be excluded (related). This case was regarded as incident since device removal was required (intervention required). A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), device breakage ("one of the coils turned crooked / the one on my left has broken off"), device dislocation ("the one on my left has dislodged") and genital haemorrhage ("abnormal, heavy bleeding") in a 27-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test was done and left side was still open". The patient's past medical history included hypertension and parity 3. Previously administered products included for an unreported indication: orthoeva, depo injection and mirena. Concurrent conditions included dysfunctional uterine bleeding, bleeding intermenstrual, uterine fibroid and allergy to metals. Concomitant products included medroxyprogesterone (depo provera). In 2014, the patient experienced headache ("migraines / headaches") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression / getting depressed "), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("prolonged menses / horrible periods that latas 15-22 days"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), fatigue ("fatigue"), rash ("rash"), procedural pain ("painful post-operative recovery"), dermatitis ("rashes or skin conditions type: dermatitis"), pelvic pain ("pain"), abdominal pain ("abdominal pain"), blister ("huge swollen bumps on arm and stomach - start like moskito bite and end up blistering") and uterine enlargement ("cavernous uterus - it was 2-3 times bigger than normal"). The patient was treated with surgery (surgery to remove the essure and vaginal hysterectomy), surgery (surgery to remove the essure and vaginal hysterectomy) and surgery (surgery to remove the essure and vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, fatigue, rash, depression, procedural pain and uterine enlargement outcome was unknown and the vaginal haemorrhage, urinary tract infection, dermatitis, headache, anaemia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, blister, depression, dermatitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, rash, urinary tract infection, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Mr- left side six coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: left side patent. Pregnancy test - on an unknown date: negative . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- dyspareunia,pelvic pain,dysmenorrhoea" most recent follow-up information incorporated above includes: on 7-jun-2018: report received from social media. Information added: medical history, events (one of the coils turned crooked / the one on my left has broken off, the one on my left has dislodged, hsg test was done and left side was still open, huge swollen bumps on arm and stomach - start like moskito bite and end up blistering, cavernous uterus - it was 2-3 times bigger than normal). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), device breakage ("one of the coils turned crooked / the one on my left has broken off"), device dislocation ("the one on my left has dislodged") and genital haemorrhage ("abnormal, heavy bleeding") in a 27-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test was done and left side was still open". The patient's past medical history included hypertension and parity 3. Previously administered products included for an unreported indication: orthoeva, depo injection and mirena. Concurrent conditions included dysfunctional uterine bleeding, bleeding intermenstrual, uterine fibroid and allergy to metals. Concomitant products included medroxyprogesterone (depo provera). In 2014, the patient experienced headache ("migraines / headaches") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression / getting depressed "), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("prolonged menses / horrible periods that latas 15-22 days"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), fatigue ("fatigue"), rash ("rash"), procedural pain ("painful post-operative recovery"), dermatitis ("rashes or skin conditions type: dermatitis"), pelvic pain ("pain"), abdominal pain ("abdominal pain"), blister ("huge swollen bumps on arm and stomach - start like moskito bite and end up blistering") and uterine enlargement ("cavernous uterus - it was 2-3 times bigger than normal"). The patient was treated with surgery (surgery to remove the essure and vaginal hysterectomy), surgery (surgery to remove the essure and vaginal hysterectomy) and surgery (surgery to remove the essure and vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, fatigue, rash, depression, procedural pain and uterine enlargement outcome was unknown and the vaginal haemorrhage, urinary tract infection, dermatitis, headache, anaemia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, blister, depression, dermatitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, rash, urinary tract infection, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Mr- left side six coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: left side patent pregnancy test - on an unknown date: negative ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- dyspareunia,pelvic pain,dysmenorrhoea" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), device breakage ("one of the coils turned crooked / the one on my left has broken off"), device dislocation ("the one on my left has dislodged") and genital haemorrhage ("abnormal, heavy bleeding") in a 27-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test was done and left side was still open". The patient's past medical history included hypertension and parity 3. Previously administered products included for an unreported indication: depo injection, mirena and orthoeva. Concurrent conditions included dysfunctional uterine bleeding, bleeding intermenstrual, uterine fibroid and allergy to metals. Concomitant products included medroxyprogesterone (depo provera). In 2014, the patient experienced headache ("migraines / headaches") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression / getting depressed "), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("prolonged menses / horrible periods that latas 15-22 days"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), fatigue ("fatigue"), rash ("rash"), procedural pain ("painful post-operative recovery"), dermatitis ("rashes or skin conditions type: dermatitis"), pelvic pain ("pain"), abdominal pain ("abdominal pain"), blister ("huge swollen bumps on arm and stomach - start like moskito bite and end up blistering") and uterine enlargement ("cavernous uterus - it was 2-3 times bigger than normal"). The patient was treated with surgery (surgery to remove the essure and vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, fatigue, rash, depression, procedural pain and uterine enlargement outcome was unknown and the vaginal haemorrhage, urinary tract infection, dermatitis, headache, anaemia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, blister, depression, dermatitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, rash, urinary tract infection, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Mr- left side six coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: left side patent. Pregnancy test - on an unknown date: negative . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- dyspareunia,pelvic pain,dysmenorrhoea" . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") and genital haemorrhage ("abnormal, heavy bleeding") in a (B)(6) female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension. Previously administered products included for an unreported indication: depo injection, mirena and orthoeva. Concurrent conditions included dysfunctional uterine bleeding, bleeding intermenstrual and uterine fibroid. Concomitant products included medroxyprogesterone (depo provera). In 2014, the patient experienced headache ("migraines / headaches") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), fatigue ("fatigue"), rash ("rash"), procedural pain ("painful post-operative recovery"), dermatitis ("rashes or skin conditions type: dermatitis"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove the essure and hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, dysmenorrhoea, genital haemorrhage, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, fatigue, rash, depression and procedural pain outcome was unknown and the vaginal haemorrhage, urinary tract infection, dermatitis, headache, anaemia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, depression, dermatitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Mr- left side six coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of tubes; in (B)(6) 2014: failure to occlude (close) fallopian tubes ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- dyspareunia,pelvic pain,dysmenorrhoea" most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events vaginal bleeding, abnormal bleeding, urinary tract infection, headaches,dermatitis, pelvic pain, abdominal pain are added. Lot number added. Lab data updated. Concomitant & historical conditions & drugs are added. Product, patient & reporter information updated. On (B)(6) 2018: reporter, concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.